Event description:
A malfunction on the pump was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer continued to use pump for insulin therapy.